Event description:
The customer tested his blood glucose using his 2 contour meters. His new contour meter read 190 mg/dl, while the older contour meter read 89 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter were returned for eval. Replacement products were sent to the customer.